Event description:
A report that the pt will be having his precision system replaced. The pt confirmed of not getting enough relief and multiple resetting of the ipg. A bsc employee confirmed that the ipg was not working properly.